Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n153146005, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the pump was interrogated and there was a motor stall alarm. On (B)(6) 2014, the patient woke up feeling like he had the flu. The same day, the patient saw the physician, had the pump dose decreased and was given oral medication. The following day, a tube set alarm occurred. The pump continued to stall and recover at different times. The device system was used to deliver bupivacaine and dilaudid. Additional information was requested but was not available at the time of this report.